Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub technician reported an optical head (aberrometer) had a slight side to side movement during a cataract procedure. After the next to last case the optical head became completely detached from the scope. No patient harm was reported to have occurred. Upon follow up, the reporter indicated the aberrometer was used after the optical head was found to be loose. It had very little play in it and appeared to be still aligned. It did pass the calibration check.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During the onsite visit, the field service engineer (fse) found the dovetail screws had detached from the microscope plate. As a correction, the fse replaced the dovetail, screws, and then tested the system to meet company specifications. The root cause of the reported event can be attributed to the dovetail screws detaching from the microscope plate. How or when this occurred cannot be determined conclusively. (B)(4).